Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate DHR the device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 rmt system (model# m-5830-01 (B)(4)) stockert 70 system (model#m-5463-01 (B)(4)) coolflow pump (model#m-5491-02 (B)(4)) soundstar catheter (model# m-5723-05 lot#:s1413938) (B)(4). Manufacturer's ref. No: (B)(4). The site of injury was the right ventricular wall from the insertion of a st jude agilis sheath. All ablations were performed on the left ventricle. However it¿s still unknown whether the perforation occurred in the interventricular septum or lateral side of the rv. Therefore, we are taking a conservative approach and reporting this event. In addition, biosense webster does not recommend the use of its devices in the epicardial space.

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. It was reported that while attempting to regain pericardial access during an epicardial ventricular tachycardia and premature ventricular contraction ablation the patient suffered a pericardial effusion. When the event was noticed, the patient's blood pressure dropped and the effusion was confirmed on intracardiac echocardiogram. A pericardiocentesis was performed and drained 650cc of fluid. The patient was then taken to CT surgery. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. The patient¿s medical history is unknown. It was reported that while attempting to regain pericardial and epicardial access during a left ventricular tachycardia and premature ventricular contraction ablation procedure. Prior to the event, seven ablations had been performed on both endocardial and epicardial. When the event was noticed, the patient's blood pressure dropped and the effusion was confirmed on intracardiac echocardiogram. A pericardiocentesis was performed and drained 650cc of fluid. The patient was then taken to CT surgery. Additional information was provided on the event. The event occurred post ablation phase after use of biosense webster products. The site of injury was the right ventricular wall from the insertion of an 8.5fr st. Jude agilis sheath. There were no ablations performed at the site of injury. The patient was stable as they went to the exploratory surgery to find the cause of the bleed. The patient did require one extra night of hospitalization due to the adverse event. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. No transseptal puncture was performed. Settings during the event include: power control mode from 30-35-40 watts / irrigation flow setting was 15ml/min. Anticoagulant was used during the procedure and the act was maintained at 300-350 seconds.